Event description:
It was reported by the customer that needle did not retract when activated by push button safety mechanism. No adverse or serious injury was reported to the patient or the healthcare professional. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of needle retraction failure was confirmed. The product returned for evaluation was one 18g accucath device. A gross visual inspection of the returned unit found that the needle was not retracted despite the button being in a pressed state. The guidewire was withdrawn into the housing and the guidewire tip was confirmed to be inside the needle. The guidewire was attempted to be advanced, however a large amount of resistance was encountered and the guidewire was unable to be moved. Microscopic inspection of the device found that a large amount of blood residue was present at the notch. The unit was dissected and the guidewire assembly forcibly removed. The guidewire was able to be removed without breaking the guidewire. The guidewire was then attempted to be re-threaded through the needle. However, resistance was encountered at the proximal end of the needle such that it could not be advanced any further. A cross section of the needle was taken at this location. Inspection of the cross section found that a mass of biological material was present, obstructing the path. It is likely that the presence of coagulated blood prevented the guidewire from sliding through the needle shaft and consequently prevented the needle from retracting.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that needle did not retract when activated by push button safety mechanism. No adverse or serious injury was reported to the patient or the healthcare professional. No other information was provided.